Event description:
It was reported that during a routine follow-up the tele- metry strength on the programmer was strong however in- terrogation was incomplete. A previous measured battery data was 2.76 v, 10 ua, and < 1 kohms on 1/11/2006. Mea- sured battery data obtained 1/23/2006 was 2.76 v, 17 ua, and <1 kohms. Multiple attempts to download were unsuccess- ful. Final attempt to interrogate was successful, however measured data was not given. Patient is pacer dependent.

Manufacturer narrative:
Final analysis found a telemetry error due to a discrepant integrated circuit.

Event description:
The user facility reported that following three separate bronchoscopies, three patients were alleged to have tested positive for parainfluenza virus. The infection control personnel at the user facility had further reported that the parainfluenza virus was said to have been circulating the area at the time of the event. The current conditions of the patients are not known at this time.